Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and a button error from the insulin pump. The customer woke up and her blood glucose was 39 mg/dl. The customer ate and drank juice to treat. The customer was advised to test blood glucose and it was at 135 mg/dl. The customer stated that the pump froze and gave an alarm. The customer removed the battery and there was a button error. The customer also had high readings for the past few days. The customer took manual injections and blood glucose went down to 187 mg/dl. The customer had no ketones. The customer was unable to troubleshoot due to button error unable to be cleared. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm or frozen display noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.